Event description:
Revision surgery - pt reported a "pop" in his hip about four yrs after the original surgery. After that incident the hip dislocated multiple times.

Manufacturer narrative:
This failure investigation is limited in scope since none of the products from the revision surgery were returned to encore for examination. If the products can be located at a future date, this investigation will be reopened. There was no info in the product complaint report that showed material, design, or mfg problems with the hip system implants. A review of the mfg records found one discrepancy, not related to the event that led to this product complaint. No containment of inventory is recommended as there are no indications that the implant design or materials were related to the pts revision. Encore considers this the final report.